Event description:
It was reported patient had withdrawal following a refill session on (B)(6) 2010. Reported symptoms were fever, altered mental status, and pruritus. Pump contained lioresal (baclofen) 2000 mcg/ml with a concentration of 2198 mcg/day. It was noted programming was corrected. It was recommended to have volumes checked and dye study performed. It was later reported pump was interrogated and determined that there were no pump alarms in the logs. On (B)(6) 2010, physician in the emergency room had patient on antibiotic for a suspected urinary tract infection. Patient had blood work, chest x-ray, and a rapid strep test which returned negative for infection on (B)(6) 2010. It was reported patient was doing much better and both fever and confusion were gone.

Manufacturer narrative:
(B)(4).